Manufacturer narrative:
Customer called for a replacement part only, no evaluation.

Event description:
It was reported to philips that the device had a damaged ECG connector. There was no reported patient involvement.